Event description:
It was reported that the lead exhibited low impedance and an insulation anomaly. The lead was capped and replaced. The patients condition was fine.

Manufacturer narrative:
UDI (di): (B)(4).